Event description:
It was reported that the patient returned their system controller to the site after exchanging it themselves on 12mar2026 due to persistent low voltage advisories. The log files were submitted for review. The event log captured low voltage advisory and hazard events throughout the log on 12mar2026. The events occurred on battery power and mobile power unit (mpu) with odd voltages noted on the black power lead of the controller. The events resolved after the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.